Event description:
It was reported that the ventilator was attached to a patient that was being readied for transport. The patient began to de-saturate and ventilator rate and peep settings "defaulted" and changed dramatically. All settings and tubings/connections were checked and found to be normal. Two different vent circuits were used with no change. The patient was placed on another ventilator for transport without further issues reported.